Event description:
Allegedly removed during revision of the neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Device event code is addressed in package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2009-00071, 00073, 00074, 00075. This event occurred in italy.